Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: a labeling review is not required due to product code z635 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the unknown male external catheters had too much adhesive and were very painful to remove. It was also reported that the patient purchased the external catheters from (B)(6). No medical intervention was reported.